Event description:
Baxter india reports, while in hosp, pt was diagnosed with peritonitis. Baxter affiliate reports pt was treated with vancomyin, 500mgs i.v. Every 72 hours, and netilmycin, 300 mgs i.v. On alternate days. Exact number of days unknown. Affiliate reports treatment was performed by capd nurses following proper procedures. Affiliate reports pt did not respond to therapy and catheter was removed. Specifics of incident unknown at this time.

Event description:
Affiliate reports diagnosis of peritonitis was attributed to the "unsterility of the set". Per affiliate, "there were holes in the cover". Affiliate reports pt was in the hosp for nine days.